Event description:
It was reported that the asymptomatic patient presented in-clinic for a one month post-operative check on (B)(6) 2017. Upon review, the right ventricular lead exhibited episodes of lead noise and unstable capture thresholds. The lead was reprogrammed and an x-ray was suggested but not performed. The patient will continue to be monitored with routine clinic visits.